Event description:
The service engineer (se) reported that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" diagnostic code (110a). No patient involvement when the issue was observed. No user impact reported; the device was not in service when the issue occurred. While servicing the device, the event log was reviewed by the se, and it was confirmed that a "check vent: proximal pressure sensor auto-zero failed" diagnostic code (110a) was recorded. The issue was confirmed via the event log. The se did not specify if the error code was replicated during service. The se replaced the solenoid valves (3 and 4), and data acquisition (da) board to resolve the issue. No other abnormalities were found. The device was checked, cleaned, and tested; the device was then returned to the customer. Based on the information provided, the device had malfunctioned, and the device displayed a "check vent: proximal pressure sensor auto-zero failed" diagnostic code (110a). The cause of the malfunction was determined to be a failure with the solenoid valves (3 and 4), and da board.